Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump uses more insulin to fill the reservoir than it used to. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump rejected new batteries, has scratch on the screen and rewinds slower. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window corners noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing.